Event description:
Information was received from a healthcare professional (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 1mg/1ml at 0.4208 mg/day via an implantable pump. It was reported that patient had dehiscence and drainage from pump pocket incision. The hcp irrigated pump pocket in the operating room (or) today and admitted the patient to the hospital for antibiotic therapy. The issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.